Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed a high blood sugar message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1pm. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. Prior to the alleged issue, the patient claimed she felt symptoms of thirsty and tired. The patient denied receiving medical treatment. At the time of troubleshooting, the cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. In addition, the patient's symptoms correlated with the reported lfs meter result. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.